Event description:
On 21-oct-2024, a customer in sweden notified biomérieux of instrument issue with their nuclisens® easymag® system reference 200111 (serial # (B)(6)). The customer observed before the 47 error code. Usually it was fine to continue whenever he got this message since it can sometimes read the liquid volume a bit wrong due to bubbles etc, a visual check was enough to determine that the liquid in the wells were fine and the instrument continued the extraction with no problem. However, the customer started to get the 47 error code in every single well, and this led to the instrument completely stopping in the middle of extraction. This usually occurred right after lysis buffer is added or whenever the liquid level is getting read. In addition, error codes relating to the vacuum had occasionally appeared as well. On 30-oct-2024, the customer confirmed that there was no patient testing impacted as they are a pharmaceutical company. There is no indication or report from the customer that the issue led to any adverse event related to any patient's state of health. The down instrument lead to an increased time for obtaining the results even if the customer has a second instrument. The length of the delay was confirmed as approximately one day. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in sweden regarding run abortions during extraction leading to potential delay when testing sample with nuclisens® easymag® system (ref. (B)(4), serial (B)(6). The nuclisens® easymag® reported multiple liquid level sensing (lls) errors 47xx that corresponds to no liquid detected in the well when a dispense step is perform. A biomérieux internal investigation has been completed with the following results: 1. Investigation the logs analysis results showed that the problem was occurring at different dispense steps and on erratic positions. This behavior is for sure ascribable to the lls system and not to a dispensing problem. Thus, the root cause of the problem is linked to the liquid level sensor (lls) system malfunction. 2. Actions done the lls system is composed by two electronic boards (the transmitter and the receiver) plus the cable. Biomérieux field service engineer did replace the lls transmitter board and the ffc cable. After, those changes the error did not occur again. Due to the age of nuclisens® easymag® system (ref. (B)(4), serial (B)(6), the problem is surely inside the normal failure rate of these components. 2. Conclusion the root cause of the multiple liquid level sensing (lls) errors 47xx is linked to a malfunction of the lls system exacerbated by the age of the instrument components. There is no reconsideration of performance for nuclisens® easymag® system (ref. (B)(4).